Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level in the range of 492 mg/dl. Customer stated that they want to connect meter and insulin pump. The insulin pump will not be returned for analysis.